Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said that product issue first started two days prior at 8:00 am. The patient claimed she was dizzy and had frequent urination at 12:30 am the day prior to original date, and she took more food and/or drink at 1:00 am. The cca noted that the meter powered on when the power button was pressed and when a test strip was inserted into the test strip port. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter does not turn on and several hours after the product issue started, she had frequent urination. Frequent urination can be typical symptom of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.